Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked from the lower medication hub. This was identified during use on a patient causing unspecified IV (intravenous) fluids to leak onto the floor. The tubing was clamped off and replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation, however, the device was received with blood contamination. Visual inspection performed through the bag did not identify any abnormalities that could have contributed to the reported condition. The reported problem of leak-non-specific was not verified. No functional testing was performed due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.